Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip tip. A piece approximately 0.622" x 0.175" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do not show damage. Additional observation related to customer reported complaint: the instrument was found to have a broken conductor wire on the distal end. The instrument failed the electrical continuity test. The wire was fully broken due to the broken grip. No signs of thermal damage were observed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting ¿ post-anesthesia of a da vinci-assisted surgical procedure, the force bipolar instrument jaw broke despite having multiple lives. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the csr said the instrument was used for retraction, and when it was swapped and activated, the event occurred. No abnormalities like dislodged/misaligned jaw or grip tip sticking out were noted with the instrument. There was no collision with other instruments or tools. The instrument was inspected prior to use, and it was working well.